Event description:
The recipient is reportedly experiencing loss of sound followed by loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a crack in the seam weld. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The manual capacitor leakage test readings were unstable due to flooded components. The device failed the electrical and mechanical tests performed. The scanning electron microscopy analysis confirmed a crack in the seam weld. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This ultimately caused this device to cease functioning. This is the final report.